Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sideport detachment could not be conclusively determined.

Event description:
Related manufacturing ref: 3005334138-2024-00446, 3005334138-2024-00448. During the procedure it was noted that the side port of three introducers came loose. Two of the three introducers were in the patient. A fourth was used to complete the procedure with no adverse consequences to the patient.